Event description:
It was reported that the customer's blood glucose level was 218 mg/dl and her sensor glucose level was 43 mg/dl. The difference between the sensor glucose and the blood glucose readings was not within the acceptable range; this caused the customer's insulin pump to go into threshold suspend. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).